Event description:
It was reported that during the procedure, the 2.5 x 20 mm otw trek dilatation catheter was advanced over a balance middleweight (bmw) universal guide wire. The trek dilatation catheter was advanced to the target lesion without difficulty and inflated without difficulty. During removal of the dilatation catheter, the device was difficult to remove and was noted to be "sticky" on the guide wire. The guide wire and dilatation catheter were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The additional device is being filed under a separate medwatch report.